Event description:
It was reported that the pt experienced a weight gain of 50 lbs and edema in her legs following device implant. Pt stated since the device was implanted she had itching in her back and pain over the abdomen, along with some weight gained in that area. It was noted that the pt reported no changes in her diet or exercise. The healthcare provider (hcp) believed this was due to the pt not being nauseous and eating more. It was later reported that the device was explanted due to a possible allergic reaction. An allergy test was performed that included a patch test to the components of the medtronic kit as well as to the standard series plus a metal series plus an isocyanate series. Hcp stated pt had not reacted individually to any of the components of the medtronic kit, but she unquestionably had a reaction to toluene diisocyanate. Hcp indicated there was a chance pt had an allergic reaction to the device. The pump was used to deliver dilaudid. Additional information will be provided when available.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.